Event description:
It was reported via repair work order that the wheel was broken off and metal frame had a dent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the wheel was broken off and metal frame had a dent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the wheel was broken off and metal frame had a dent. Supplemental submitted as the investigation concluded that the bed had been damaged during the shipping process and the unit was not placed into service. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.